Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 35-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on support the pump had low flow. Attempted repositioning the pump, however flows remained low. It was suspected there was a clot, but there were no clots noted upon explant. The pump was replaced with a new device and no patient harm was reported.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. The failure did not reproduce. No motor current spikes or any positioning issues shown in the data logs. The cause of the low pump flow issue cannot be determined as no abnormalities were found on the device and it was able to flow within specification.